Event description:
One incident of a blood leak at the start of treatment with the psn 170 dialyzer. Blood was not returned to the patient with an unreported amount of blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported.